Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, the intellanav stablepoint catheter was difficult to flush, there were plastic pieces inside the tubing set connector at the handle of the catheter. This catheter was replaced to complete the procedure. There were no patient complications. The catheter is expected to be returned for laboratory analysis.